Event description:
Customer reported that the insulin pump was beeping and unresponsive to any button press. Customer stated that she took it off to shower and when she attempted to put it back on it was unresponsive. Customer's blood glucose reading at the time of the call was 149 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons, due to flattened buttons dome switch. No unexpected beeps noted. Insulin pump had a cracked battery tube threads.